Event description:
Vendor tray brought in for procedure. Sterile processing department technician went through tray with vendor and asked the manufacturer representative if there were any trouble areas with the instruments and if the instruments came apart. The rep replied no. The tray was processed through deconamination, wrapped and sterilized for a case the next day. The scrub tech was examining the tray before the procedure and took apart a screwdriver. There was blood between the two parts. The two parts were taken to deconamination to reprocess. In deconamination, the screwdriver came apart even further into three parts. There was debris between those parts also. This occurred prior to reaching the sterile field - so never reached the patient, but did cause a delay in the case.

Event description:
Vendor tray brought in for procedure. Sterile processing department technician went through tray with vendor and asked the manufacturer representative if there were any trouble areas with the instruments and if the instruments came apart. The rep replied no. The tray was processed through deconamination, wrapped and sterilized for a case the next day. The scrub tech was examining the tray before the procedure and took apart a screwdriver. There was blood between the two parts. The two parts were taken to deconamination to reprocess. In deconamination, the screwdriver came apart even further into three parts. There was debris between those parts also. This occurred prior to reaching the sterile field - so never reached the patient, but did cause a delay in the case.